Manufacturer narrative:
(B)(4). Date sent to FDA: 04/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former, a needle-suture and two sutures pieces of product code z494g were received for evaluation and the body sutures pieces were wavy, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. No conclusion could be reached as to what caused the reported complaint. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: qmmesu and qpmaek batch# qmmesu; mfg. Date nov/18/2020; exp. Date oct/31/2025. Batch# qpmaek; mfg. Date dec/1/2020; exp. Date nov/30/2025. Review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a parotid gland surgery on (B)(6) 2021 and suture was used. During the procedure, the suture was broken during use on the dermis. No adverse patient consequences were reported. No additional information was provided.